Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat recurrent ovarian cysts, cystocele, stress urinary incontinence, pelvic floor relaxation, chronic pelvic pain. It was reported that the patient underwent the concurrent procedures of a diagnostic laparoscopy with bso, anterior repair and cystoscopy with bladder biopsy hydrodistention. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision/removal (vaginal exploration with excision and subtotal removal of urethral sling mesh and cystoscopy) on (B)(6) 2012 due to pelvic pain and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.